Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on an electrogram via remote transmission. The patient did not receive therapy during the oversensing. Programming changes were made and the patient had no symptoms from the event.